Event description:
It was reported that the gimbaled mirror on the micromanipulator was loose. The laser is burning a little to the right of the aiming beam. No error messages were received. There were no patient complications.

Manufacturer narrative:
The complaint device was not returned to boston scientific; however, onsite field service was performed. The field service engineer arrived to find a broken mirror causing the reported misalignment. Upon replacing the mirror, the issue was resolved, and the console functioned as intended. Based on all available information, the investigation determined the most probable cause of the event to be traced to component failure.

Manufacturer narrative:
Upon receipt of the micromanipulator mirror at our quality assurance laboratory, the device was thoroughly analyzed. Visual inspection identified the hinge was disconnected from the mirror. The hinge had traces of glue on it. The mirror was in good physical condition. The device was serviced by a field service engineer (fse) at the customer's facility. The fse found the mirror on the dap was broke. The mirror was replaced, and the device was found to be fully operational.

Event description:
It was reported that the gimbaled mirror on the micromanipulator was loose. The laser is burning a little to the right of the aiming beam. No error messages were received. There were no patient complications.

Event description:
It was reported that the gimbaled mirror on the micromanipulator was loose. The laser is burning a little to the right of the aiming beam. No error messages were received. There were no patient complications.